Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and was able to verify that the speaker beeped several times for about a minute without any issues. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient stated that her son found her during a hypoglycemic episode. Patient was below 55mg/dl and not responding. Emergency medical services came to the patient's home and gave the patient sugar via IV. Ems took the patient to the hospital for 2.5 hours, where she was monitored for the duration and then released. Patient reported that at the time of the event, the receiver did not produce an audible alarm, alerting her of the low. No additional event or patient information was provided.